Manufacturer narrative:
Other relevant device(s) are: model: 9734860. Product analysis: model: 9733560xom. Analysis no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for outside of a procedure. It was reported that the axiem box was not communicating. There was no patient present at the time of the event.